Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. A new cartridge was loaded in an attempt to resolve the issue; however, customer received a minimum fill notification. A third cartridge was loaded to resolve the issue. The customer's blood glucose level was 182-232 mg/dl.